Event description:
It was reported that a (dcu) disposable collection unit imploded during a surgical procedure. There was no harm to th e pt. There was concern among the hospital staff. Another concern has the body fluids contaminated the area.

Manufacturer narrative:
The unit involved was purchased in 2007 and was approximately 4 years old. Dcu's are a disposable product. The expectation is that they would be consumed in much less than four years. The aging of the plastic (brittleness) can be accelerated if it is stored at high temperatures or exposed to u.v. Light. These units are disposable and should be replaced after each use. If a dcu implodes it is generally caused by a crack that is already in the unit before it is placed under vacuum. Cracks can be caused by shipping damage or rough handling.